Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a positive blood culture for infection on (B)(6) 2024. The patient had complaints of worsening dyspnea, right sided pleuritic pain, fatigue and fevers intermittently. The patient was given intravenous antibiotic and listed for transplant. The patient underwent a routine transplant. The transplant was thought to be device or therapy related. The patient was elevated on the transplant list due to a device infection of bacteremia. The device operated as expected. They were discharged on (B)(6) 2024.

Event description:
It was reported that the patient underwent a routine transplant, and no adverse event was noted. The transplant was thought to be device or therapy related. It was not known if the device would be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.